Event description:
On (b)96) 2012, the reporter, the patient's mother, contacted animas to report the pump had intermittent power and the battery cap was unable to be securely tightened onto the pump. There was no patient injury associated with this issue. The technical support representative contacted the reporter to troubleshoot the pump, however, was unable to reach her by telephone. As the issue was not resolved, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.